Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient recently had meniscus surgery and the patient¿s device was turned off with a magnet. The patient had sedation and noticed over the weekend that their symptoms returned and they could not connect. It was noted that there was poor communication on the patient programmer. At the time of the report, the patient changed the batteries and attempted to sync with and without the antenna, which did not resolve the issue. It was reported that the patient¿s symptoms came back and they could tell when their device was off and they were now trying to turn it back on. No further complications were reported/anticipated.